Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure using a xi system, universal surgical manipulator (usm) 1¿s insertion axis could not move and displayed the message "insertion axis not free to move." The usm1 axis 3 remained in position, even after the instrument was removed. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to pull the carriage, which moved it to its initial position, but the problem returned when the instrument was reinstalled. An emergency power-off (epo) was performed, but the issue persisted. As a result, the customer converted the procedure to laparoscopic surgery. No known impact or patient consequence was reported.